Event description:
The patient's legal guardian (lg) reported on behalf of the patient that their blood glucose (bg) level rose between 17 mmol/l and 18 mmol/l (306 mg/dl and 324 mg/dl), while wearing the pod for 24 hours. The pod was reportedly knocked off the infusion site (leg) while the patient played sports at school, causing the cannula to dislodge. As treatment, a new pod was successfully applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: unavailable omnipod software app version: unavailable smartphone operating system: unavailable smartphone hardware: unavailable cgm sensor type: unavailable. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.